Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the bag was unstable and the lens was removed, leaving the pt aphakic. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File indicated the use of an approved lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by fax and mail. A completed questionnaire has not been received. (B)(4).